Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The inner stylet would not load into the catheter. With force, the stylet was able to go into the catheter, but then the stylet kinked. The physician had to replace the catheter and stiffener. No patient injuries or adverse events reported.

Manufacturer narrative:
The suspect unit did not return for evaluation. The complaint is unconfirmed. A review of the device history record found no exception documents. A review of the complaint database found no similar complaints for this lot number.